Event description:
It was reported that a homechoice peritoneal dialysis (pd) home patient (hp) died. The reporter stated the hp was not using any baxter products at the time of death. The reporter stated that the hp was at home at the time of death, but had been "in and out" of the hospital being treated for low hemoglobin and low blood pressure on unknown dates. The cause of death was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reporter indicated the device was not available for return for evaluation. Should the device be received and an evaluation completed or additional information received , a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for servicing. The device history record was reviewed and no nonconformities, failures, rework or deviations found in the device history record. A review of event logs revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the patient's death. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test and was found to meet functional and electrical performance specification requirements.

Manufacturer narrative:
(B)(4). Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away.